Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident it was determined that the override option not available. A technical support specialist (tss) dialed into the application server. The customer was on es version 1.8 from 1.7.4 and preprocedural was disassociated. Tss applied the hotfix from the knowledge article unable to reassign override group to a device. The customer confirmed that the preprocedural override group was added to the device. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user attempted to override albumin 5% 250 ml from mamh pp04 but did not have albumin listed as an override option. The customer found that the preprocedural setting on the device was no longer present, and when they added it, it disappeared the next time when opened the device settings. The override group was not staying on the device. We had a workaround in place so the crnas could obtain their medications. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.